Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed the reported image. However, there were no abnormalities in the tests such as leakage test, etc. The manufacturing record of the device was reviewed with no abnormality. The video connector substrate had not been repaired and exchanged for over 8 years after delivery. In addition, its appearance was debased. Therefore, the image could become unstable due to time degradation of the video connector substrate. The instruction manual of the device has already warned as follows; if the endoscopic image on the monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the video system center off and then on again. If the image still does not appear, stop the examination immediately and place the angulation lock in the free position. Then without touching the angulation control levers, carefully withdraw the endoscope from the patient. If a hand instrument is used, withdraw it in the safest manner before withdrawing the endoscope.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During laparoscopic cholecystectomy, the monitor blacked out just before the procedure. The user turned on the monitor and video system center again but it did not recover. Then, the user replaced it with another endoscope and completed the procedure. There was no patient injury reported.